Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator was attempting to adjust vascular access needles during a routine hemodialysis treatment. High venous pressure alarms occurred, indicating that the extracorporeal blood circuit was clotting. Treatment was discontinued and a partial rinseback was performed, resulting in an estimated blood loss of 65cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to clotting of the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of clotting in the blood circuit. Clotting most likely occurred, while the blood pump was stopped and the operator was adjusting the needles. The user's guide warns that the risk of clotting increases when the blood pump is stopped. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.